Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt's receiver did not alert her during an extreme low. Pt's mother found the pt unconscious, administered glucagon, and called the paramedics. Pt's mother then noted that the cgm was reading in the 50 mg/dl range, but the alarm did not sound. Pt was administered an IV by the paramedics and spent a day in the hospital. Pt was fine at the time of her mother's call to dexcom technical support.